Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping due to high out of range impedance measurements on the competitor right atrial (ra) lead. During the follow-up, no noise or out of range impedance measurements were noted. The beeping for atrial measurements was programmed off. No adverse patient effects were reported.